Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 3 of 4. During troubleshooting it was found that the clamp was left open an unused supply line. However, the supply line was capped. The care giver stated they used the patient at home guide to troubleshoot, and was able to clear the alarm and dispose of the setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on an unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.